Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubble. The customer¿s blood glucose level was 198 mg/dl. The customer reported that the size of the air bubble was 0.05 cm. The customer reported that there was no fluid in the reservoir. The reservoir will not be returned for analysis.